Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed inaccurately low results when tested with control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the product issue began on (B)(6) 2015 when he obtained an alleged inaccurately low control solution result; however, no results were provided for this time. The patient manages his diabetes with insulin (self-adjuster). He reported that as a result of the reading he obtained, he skipped or stopped his lantus medication on (B)(6) 2015. He claimed that "immediately" after the start of the alleged issue, he "almost passed out" and had to be treated with a glucagon injection. He reported that also on (B)(4) 2015, at an unknown time, a blood glucose result of "38 mg/dl" was obtained on an embrace meter. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure. A control solution test was performed and the result of "98 mg/dl" fell outside the expected range of 119-158 mg/dl. However, the cca discovered that the patient was using incorrect control solution. The issue was resolved with training/education. This complaint is being reported because the patient reportedly received treatment for hypoglycemia, after the alleged inaccuracy issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.